Manufacturer narrative:
E1 - telephone extension number (B)(6). The device is expected to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, clave secondary port, 2 clave y-sites, 0.2 micron filter, secure lock, 112 inch where the customer reported that the tubing leaked at in line filter; there was a large ¿slice¿ like cut in tubing at in line filter connection site. There was patient involvement, but no patient harm reported as a consequence of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information received and the customer stated that the facility has experienced a total of 3 filter leaks for both inpatient units and chemo suites. The leaks were described as more of a condensation around the filter with a few drops surrounding the filter.